Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of unknown concentration at 1049.8mcg/day via intrathecal drug delivery pump. The indication for use was not noted. It was reported that an attempted catheter dye study was done on (B)(6) 2018. The interventional radiologist was unable to aspirate from the catheter at the time of the study, the procedure was then aborted. The patient's dose was titrated down from 1049.8mcg/day to 100mcg/day. He went to surgery on (B)(6) 2018 to have the catheter replaced if needed. In the operating room, fluid was unable to be aspirated from the old catheter, a new catheter was placed in addition to the pump being replaced. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Patient code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2018-aug-03 indicated the patient transitioned care on (B)(6) 2018. At this time it was not really clear if the patient was getting a lot of benefit from the intrathecal baclofen therapy, and since the hcp did not have a baseline examination to compare to, the hcp thought it would be most prudent to work up a dysfunction of the catheter, therefore the patient was sent for a catheter dye study. At initial visit with hcp on (B)(6) 2018, the patient's father reported that the patient did seem to be improved with the intrathecal baclofen therapy; however, they stated that they were not sure how much benefit they were getting and they specifically stated that there has been very little clinical changes when they have done dose increases in the past with previous managing hcp. The cause of the inability to aspirate from the catheter was unknown. The patient went to the operating room (or) for pump and catheter replacement on (B)(6) 2018. The hcp was unable to aspirate fr om the catheter in the or at time of surgery also. The patient's weight was unknown. It was noted that the old pump was explanted due to elective replacement indicator (eri), meaning end of life, and the old catheter remained in the patient but tied off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.